Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6)2015 to report an intermittent out of range signal patient experienced on (B)(6)2015. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's husband to reset the device and it was successful.